Manufacturer narrative:
The reported events were lead dislodgement, low sensing, and high threshold. As received, a complete lead was returned in one piece with the helix retracted. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of low sensing and high threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure.

Event description:
During follow-up, high capture threshold and low sensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed the ra lead was dislocated. The lead was explanted and replaced to resolve the event and the patient was in stable condition.